Manufacturer narrative:
Trepman, e., newberg, a. And wetzner, s. (1999). Early postoperative computed tomography after surgical treatment of calcaneal fractures: a brief report. Foot and ankle surgery, 5, 197-201. This report is for an unknown 4.0 millimeter cannulated screw/ unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, trepman, e., newberg, a. And wetzner, s. (1999). Early postoperative computed tomography after surgical treatment of calcaneal fractures: a brief report. Foot and ankle surgery, 5, 197-201. The authors conducted a study of six consecutive patients who underwent computed tomography (CT) within two days of surgical treatment of calcaneus and talus fractures using synthes device, 4.0 millimeter cannulated screw. They hypothesized that CT scanning in the early postoperative period prior to fracture healing may provide useful anatomic information which may trigger important changes in patient management. Six consecutive patients, four men and two women with mean patient age of 56 years (range, 48-66 years) were evaluated. Results included: a (B)(6) year old male whose post-operative CT scan revealed screw threads present in the subtalar joint that had not been identified visually or fluoroscopically at surgery. The screw was removed percutaneously with local anaesthesia prior to resuming weight bearing. (B)(4). This report is for an unknown 4.0 millimeter cannulated screw.